Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a loss or change of therapy and leaking. It was stated the patient didn¿t feel stimulation in the correct area; however the patient wasn¿t feeling stimulation either. The patient stated they would attempt to make adjustments and keep a diary of their symptoms. It was noted that it was a sudden change in therapy/symptoms. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.